Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2017-00286 and 00297).

Event description:
Patient underwent a hip revision procedure approximately 15 years post-implantation due to elevated metal ion levels. The modular head, taper liner, and acetabular cup were revised.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends